Event description:
It was reported that there was an apparent lead fracture, high impedance, and inappropriate therapy was delivered. The lead and device were removed from service. No patient complications have been reported as a result of this event.